Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated my MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2022, the reaming head was difficult to assemble on the tube 520, and broke during its use. Debris was left in the femoral shaft. This report involves one (1) synream reaming rod ø2.5 short l950. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: a device history record (DHR) review was conducted: part # 352.032s. Lot # 8l18423. Manufacturing site: (B)(4). Release to warehouse date: 22 may 2021. Expiration date: 01 may 2031. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 352.032. Non-sterile lot # 338089. Manufacturing site: (B)(4). Supplier : (B)(4). Release to warehouse date: 22 mar 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.